Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report an allergic reaction to tegaderm dressings. The last time she received them was on 07/08. Her skin gets itchy and inflamed after using them. She believes she's allergic to the it's adhesive. The patient involvement is unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).